Manufacturer narrative:
The device is shipped with instructions for use (IFU) which states in the warnings section that "over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. This device should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. When used to expand vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis." With the information provided it is possible that the vessel rupture was procedurally related and not related to the manufacturing of the device. We have notified the appropriate personnel and will continue to monitor this device.

Event description:
A male patient underwent aaa repair in 2009. The patient was treated for an abdominal aortic aneurysm with another manufacturer's endoprostheses. The trunk-ipsilateral leg component was implanted without incident. After implanting the contralateral leg component, the physician ballooned the pxc. The balloon was not entirely contained in the device; therefore, causing the native vessel to be ballooned. After ballooning, the physician performed a retrograde sheath injection which revealed the external iliac artery had been ruptured. The patient was opened and the external iliac artery was repaired using a patch. The contralateral leg component was extended using another contralateral leg component. The procedure was completed by extending the trunk-ipsilateral leg component with a contralateral leg component. The patient tolerated the procedure.